Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis with culture positive for fungal in a (B)(6) male patient coincident with dianeal unknown, dianeal pd4 ambuflex, and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal unknown, dianeal pd4 ambuflex, and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient made a mistake/touch contamination. The patient was at work and the transfer set dislodged and did not have a clamp so it was just replaced. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment was not reported and the patient was discharged on (B)(6) 2011. On an unreported date in 2011, pd therapies were withdrawn. During a follow-up call with the nurse, the nurse confirmed the information reported by the consumer. The outcome for the patient made mistake/touch contamination was not reported. The patient was recovering from the peritonitis. The nurse stated the peritonitis was not related to pd therapy and did not comment on the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.